Event description:
It was reported that the home patient (hp) had a system error (se) 2367 (an error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during fill 1 of 4 of peritoneal dialysis (pd) therapy. The hp stated that they had left a clamp closed to the supply bag during priming. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm, close the transfer set, and disconnect. The hp was advised to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.